Event description:
While disconnecting IV to change the 1 way valve, hospira tubing broke inside valve. Device identifying information not collected due to line contained chemo agent. Tubing and valves were then changed. Note: this sounds like the connection from the primary IV tubing directly to a needleless connector (also referred to as reflux valve/clave).======================manufacturer response for hospira tubing and valve., (brand not provided) (per site reporter).======================meeting to be scheduled.